Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 and hi display. The expected fasting blood glucose test result range is unknown. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed fasting by the customer and produced test results of hi using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:hi display. Customer calling in stating that the meter is reading e3 error message. While doing the blood test meter read hi display. Customer state that she is recently diagnosis with diabetes. Customer labs from doctor's blood sugar was over 600mg/dl fasting. Customer does not know what her expected range is or a1c. Customer is not having any symptoms of high blood glucose.